Event description:
A report was received that a patient was experiencing pocket discomfort due to the location. The physician suspects the pocket discomfort was due to a suture through the ipg header. The physician moved the suture but used the same pocket and revised leads due to migration. The patient is reportedly doing well.